Event description:
Forty months post implant, this implantable cardioverter defibrillator (ICD) reached a battery status of end-of-life (eol). Premature battery depletion is suspected. The device has been returned for analysis. A new guidant device was successfully implanted.

Event description:
Event description guidant received info that 40 months post implant, this implantable cardioverter defibrillator (ICD) reached a battery status of end-of-life (eol). Premature battery depletion is suspected. The device has been returned for analysis. A new guidant device was successfully implanted.